Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d1, d4: the product code was documented as 228151 on the initial report and has been updated to 228150 to reflect the devices received for evaluation. Therefore, UDI: (B)(4). Additional information: investigation summary ==> the complaint device was received and inspected. Upon inspection it was noticed that the both implants and suture were not received. It was observed that the needle was intact. The trigger of the device was functioning as intended upon squeezing, the misfired condition cannot be replicated based on received condition of the device. But, the provided image (attachment img rathimed .jpg) by the customer shows that the one of the implant is in released condition (sill attached to the suture) and second implant is not visible/released. Based on the provided image, the reported condition can be confirmed. However, given the information provided we cannot discern any definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. A manufacturing record evaluation could not be performed since the lot number of the device is unknown. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review ==> a manufacturing record evaluation could not be performed since the lot number of the device is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during a meniscal repair truespan 12 degree peek and the truespan 24 degree peek misfired. The procedure was completed using devices from competitor. No patient consequence, however there was a 10 minute surgical delay reported. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.